Event description:
Reporter indicated that a patient was to be scheduled for vns revision surgery due to high lead impedance. The vns was disabled. The patient was also experiencing increased seizures. No patient trauma or device manipulation was admitted. X-rays did not indicate any lead anomalies per the reporter; the x-rays were not forwarded to the manufacturer for review. During the vns revision surgery, it was noted that the vns lead was fractured distal to the electrode region. The explanted lead and generator have been requested for return but have not been received to date. The patient has been seizure-free since the vns revision surgery.

Manufacturer narrative:
Device failure occurred.